Manufacturer narrative:
(B)(4). Evaluation summary: due to the biohazard concerns, the sample was not returned to the baxter manufacturing site for evaluation. Based on the visual inspection performed by the baxter (B)(4) compounding facility, a slow leak was observed on the top right side of the eva bag, within the seam. No further analysis or root cause determination was possible due to there being no physical sample available for evaluation by baxter manufacturing site. Should any information become available, a supplemental report will be filed.

Manufacturer narrative:
(B)(4). Operator of device unknown. A sample is anticipated, but not yet received for evaluation. The batch review did not find any nonconformances related to the reported condition during the manufacture of this device. A follow-up report will be submitted once the evaluation results become available.

Event description:
It was reported that a tpn bag was leaking from the seal, near the top right side of the bag. It was discovered prior to patient administration. There was no patient involvement or adverse event reported. No additional information was provided.